Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-apr-2020 / serial#: (B)(4). Device available for eval: no; mfg date: 27-nov-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant procedure of the leadless implantable pulse generator (ipg) the patient became unstable with low blood pressure. It was noted that pericardial effusion occurred. Pericardiocentesis was performed. The leadless pacemaker remains in use. No further patient complications have been reported as a result of this event.